Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to wear on the forceps control lever. Also, evaluation found the air/water cylinder was deformed, the acoustic lens was damaged, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending angle in the up direction exceeded the standard value due to a dent on the bending tube, and the forceps raising angle did not meet the standard value due to wear of the forceps elevator wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope had air/water leakages. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap between the acoustic lens and ultrasound probe and a stain entered inside the lens through the gap. The report is being submitted due to gap between the lens and probe found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event (the gap between the acoustic lens and ultrasound probe) could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "inspection of the endoscopic image user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.